Event description:
It was reported that the patient had a stimulator device taken out due to an infection in (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 37714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).